Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips fell from the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question was reviewed and found completely without any irregularities. This instrument was produced at the teleflex (B)(6) in (B)(6) of 2012 as part of a (B)(6) pc. Lot. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action taken at this time.

Event description:
The clips fell from the applier. The patient's condition was reported as fine.